Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a vns patient's parent that the patient's vns had not been programmed on at a follow-up appointment due to technical reasons that had not been clarified by the neurologist. Further information was received by the area representative indicating that the patient had high impedance on system diagnostics and it was the first office visit after being implanted with vns. The area representative indicated that pre-op and post-op diagnostics were within normal limits prior to the reported high impedance. The patient was referred for x-rays and the generator remained programmed off. X-rays were received and reviewed by the manufacturer. The generator was placed in a normal arrangement on the upper left chest. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be not fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. The lead wires at the connector pin appeared to be intact. Portions of the lead appeared to be behind the generator and could not be fully assessed. Neither lead breaks nor acute angles were observed in the assessed portions of the lead. Additional information from the area representative indicated the patient has several falls with his epilepsy which could have contributed to the reported high impedance. At the moment surgery is likely to try and re-insert the pin.

Manufacturer narrative:
Brand name, corrected data: manufacturer inadvertently listed incorrect brand name. Name corrected data: manufacturer inadvertently listed incorrect name. Model #, corrected data: manufacturer inadvertently listed incorrect model number. Serial #, corrected data: manufacturer inadvertently listed incorrect serial number. Lot #, corrected data: manufacturer inadvertently listed incorrect lot number expiration date, corrected data: manufacturer inadvertently listed incorrect expiration date.

Event description:
Information was later received from company representative indicating the patient underwent pin-reinsertion surgery. The connector's block screw was untightened and the lead's pin removed. The pin was inserted back into the connector block and the screw tightened. A series of diagnostics indicated impedance readout was ok. A new interrogation was performed and completed correctly. The generator was then set to 0ma and interrogated successfully. New system diagnostics were performed, at 0ma (default setting) and the results were within normal limits.